Event description:
It was reported that the biomed had an arctic sun device with them that was reported to had turned off during therapy, they spoked to the biomed and they were having issues powering it on but that was user error, during the boot up process the screen turned on and off several times and they thought that was the issue they reported, the system reservoir was empty so they was going to fill and they would look at the event log to see if there were any alerts or alarms that the user was getting during therapy. Per biomed tech via phone on (B)(6) 2024, it was reported that the issue was user error. It was discovered that the user did not add water to the reservoir. Once water was added to the reservoir, the device worked without any issues.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device with them that was reported to had turned off during therapy, they spoked to the biomed and they were having issues powering it on but that was user error, during the boot up process the screen turned on and off several times and they thought that was the issue they reported, the system reservoir was empty so they was going to fill and they would look at the event log to see if there were any alerts or alarms that the user was getting during therapy. Per biomed tech via phone on 16jan2024, it was reported that the issue was user error. It was discovered that the user did not add water to the reservoir. Once water was added to the reservoir, the device worked without any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had an arctic sun device with them that was reported to had turned off during therapy, they spoked to the biomed and they were having issues powering it on but that was user error, during the boot up process the screen turned on and off several times and they thought that was the issue they reported, the system reservoir was empty so they was going to fill and they would look at the event log to see if there were any alerts or alarms that the user was getting during therapy.